Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. No unexpected failed battery test or battery out limit alarm noted.pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, battery out limit, failed battery test, and motor position encoder error. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer's blood glucose level was around 40 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.